Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported that he has been experiencing high blood glucose over 500 mg/dl. Customer is concerned that the insulin pump is not functioning properly. Blood glucose value is 517 mg/dl; treated with manual insulin injection. Customer experienced blurry vision. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has not air bubbles. Customer was able to rewind and insulin did exit the tubing at manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. No delivery and low reservoir alarms noted in the alarm history. High pressure test was not performed as the customer did not have a tubing clamp. He stated he changed the infusion set and cannula was bent. Nothing further reported.